Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the helix of the right ventricular (rv) lead was unable to be extended after repeating use. The rv lead was removed and replaced with another lead to complete the operation. No patient complications have been reported as a result of this event.